Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley and distal clevis. The conductor wire and silicone potting at the yaw pulley exit were intact and there was no signs of damage around the wire. The electrical continuity test passed. The following was found during the device evaluation, but is not related to the reported complaint: the permanent cautery spatula instrument was found to have a bent spatula and a broken ceramic sleeve piece missing from the distal end. The missing piece measured roughly 0.016¿ x 0.072¿. The known common cause of the broken sleeve is mishandling misuse such as excessive loading at the distal end. It was noted the bent spatula tip and broken sleeve are both a result of excessive loading. Additionally, the ceramic sleeve was dislodged from the yaw pulley and was able to slide up and down within the spatula shank. There was adhesive residue; however, the bonding strength may not have been sufficient. There were no signs of thermal damage on the yaw pulley section that is normally covered by the ceramic sleeve. No image or procedure video was provided by the site for review. As of 04/08/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was conducted it was confirmed the permanent cautery spatula (420184-11) n10180410-323 was last used on (B)(6) 2019 during a total benign hysterectomy procedure with system sh2208. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information are blank were either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a permanent cautery spatula instrument had arced. There was visible damage to the yellow insulation. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the permanent cautery spatula instrument was inspected prior to use; however, the cannula was not. No electrolube was used. It was noted that the surgeon was cutting around the cuff, and prior to arcing, the permanent cautery spatula instrument had been in use for about 1 hour. The instrument had not been removed and did not appear to be damaged. A fenestrated bipolar forceps instrument was reported to be near the permanent cautery spatula instrument, but it was not in use when arcing occurred. The permanent cautery spatula instrument did not collide with any other instrument or tool. The electrosurgical unit (esu) was an excalibur plus and the cut and coagulation settings were both at 35. When the arcing occurred, coagulation energy was activated. The physician assistant (pa) indicated there was no patient harm and the patient had not returned to the hospital for any post-surgical complications as a result of the arcing event.